Manufacturer narrative:
A motor error alarmed during the basic occlusion testing due to moisture on the force sensor resistor. They were unable to test for the compromised force sensor system alarm due to a motor error alarm. The motor was tested outside the device and passed. The pump had a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. (B)(4).

Event description:
The customer reported via phone call that she had been having issues with priming the pump in the last 3 weeks. Customer stated that the insulin just keeps coming out and she cannot get out of the priming process. Customer stated that she is receiving the compromised force sensor system alarm. Customer's current blood glucose was 254 mg/dl at the time of the incident. Customer was treating with a syringe. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.